Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to (B)(4) units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer either loaded a new cartridge to resolve the issue or continued to use the existing cartridge's to resolve the issue. Reportedly, customer had additionally overfilled the cartridge with insulin. Tandem technical support educated the customer on proper load techniques. There was no adverse impact to the customer's blood glucose level.